Event description:
On (B)(6) 2012 it was reported that the handheld would not stay changed despite being plugged in overnight. The nurse stated that the power light was said to come on when charged and they noticed the issue on (B)(6) 2012 when they went to use the handled. They were receiving a message that the handheld battery was depleted. Attempts for the return of the handheld to the manufacturer for product analysis have been made but the handheld has not been returned to the manufacturer to date.